Event description:
Information received by medtronic indicated that the customer had a screen of the pump broken after a car accident. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the pump does show physical damage and damage to the screen of the pump. Advise the customer that serialized device needs to be replaced, the customer will discontinue pump use and revert to a backup plan as per hcp instructions and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing segments and bleeding display. The pump passed the displacement test. However, the pump failed the self test during the screen test due cracked glass. Pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, and label damage (faded). Cosmetic damage was not confirmed at lcd display; however, damage to the lcd glass was confirmed during analysis. Missing segments were confirmed during analysis due to cracked lcd glass. Other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.